Event description:
Customer reported device = 84 mg/dl at 10:25 am. Customer passed out approximately 15-20 minutes later. Customer's family member called 911. Paramedics device = 21 mg/dl. Customer was treated with an IV and a sandwich. No controls. A request was made for return product and replacement was sent.